Manufacturer narrative:
H10: per good faith effort (gfe) response received 11mar2024, the battery was replaced and the reported issue was resolved. The battery was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device would not power on unless plugged into alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device would not power on unless it is plugged into the ac power. The battery date was checked, and it was confirmed the battery was out of date and required a replacement. Device evaluation and repair are pending.